Event description:
Patient underwent embolization in the bronchial/mediastinal region. The patient developed and suffered un-specific neuro deficits either during the procedure or immediately following embolization.